Event description:
It was reported that the user experienced recurrent low blood glucose events while using the ilet system, including a documented glucose of 58 mg/dl that was treated with oral glucose, followed by a rebound high and then another low, after which glucose returned to 167 mg/dl; additional troubleshooting and education were provided, and the case was categorized as hypoglycemia with cause unclear. Symptoms included hypoglycemia. Outcomes included the need for self-treatment with oral carbohydrate and additional user training. Investigation included case review and user education. Investigation of this case revealed no confirmed device malfunction or component failure and no identifiable device-related cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.